Event description:
It was reported implant broke after being implanted for 7 months, the implant broke.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.